Event description:
The patient claimed that the down buttons required several presses to activate the desired pump functions. The keypad is reportedly intact . There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
(B)(4): on investigation, the keypad was intact with no visible damage. Testing confirmed the down arrow keypad button to be intermittently responsive, requiring multiple presses with excessive force to evoke a response. All other keypad buttons were intermittently responsive when pressed. None of the keypad buttons have normal spring back or click. The keypad was removed for investigation and revealed visible contamination under all contact buttons.

Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation is not complete. Once evaluation is complete a supplemental report will be submitted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.